Manufacturer narrative:
Follow-up #1 date of submission 08/06/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: the pump powers with no audible tone due to internal moisture damage. There were no alarms related to complaint observed in black box however two power on resets observed in the black box on 05/13/2013. The battery compartment was intact, no cracks. There was no evidence of moisture contamination inside battery compartment. The returned battery cap is able to be fully tightened. The leak test shows leaks at display lens and crack in pump case under the clip insert u-groove. The pump was exercised for 24 hours. No power loss or low battery warnings were observed. The pump case was removed, evidence of moisture contamination found inside pump. The display is faded, discolored, scratched and difficult to read. Investigators replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. The keypad symbols were found to be worn.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that after swimming, the pump was rebooting without user intervention and note moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.